Event description:
It was reported that the catheters allegedly failed to align properly during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through the brachial vein and artery access. A second set of catheters were reportedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review and a device history record were reviewed with the reported lot number. The lot met all release criteria. All manufacturing records were reviewed and there were no evidence found that the failure mode reported in this complaint was caused by the manufacturing process. Investigation summary: a sample evaluation was performed. Received one 4f venous catheter as part of the wavelinq catheter system. The venous catheter effective length was measured and found to be approximately 50.3cm in length. A bend was noted on the venous catheter approximately 5.5cm from the distal tip. No arterial catheter was received. The investigation is inconclusive due to the fact that the sample returned was incomplete. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021),

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that the catheters allegedly failed to align properly during an attempt to create the arteriovenous fistula (avf) in the ulnar vein and artery through the brachial vein and artery access. A second set of catheters were reportedly used to complete the procedure. There was no reported patient injury.